Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v181439, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that shortly after having the device put in, she had it removed because she was constantly getting shocked by the device and she did not like it. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, a follow up report will be sent.